Event description:
It was reported that the ilet user received teflon infusion insets from her distributor instead of steel cannulas and was unable to complete a supply change, despite phone-based guidance, due to neuropathy and dexterity challenges. Replacement insets and steel cannulas were arranged to support continued use. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method during deployment of the infusion set and cartridge. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.